Manufacturer narrative:
(B)(4). Note: the director of nursing, at the user facility, states that there is no evidence of a mal-function of the endotracheal tube. A visual, functional, and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review could not be conducted since the lot number was not provided. A document assessment (fmea) was conducted and no changes required. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The customer reports that a tonsillectomy/adenoidectomy was performed on a (B)(6) year old male. The crna was using 100% oxygen and the surgeon was using a bovi to cauterize tissue in the patient's mouth. The staff smelled anesthesia gas. A flame appeared in the patient's mouth. Water was placed in the patient's mouth. The patient suffered a small superficial burn of the right upper lip and right lateral tongue. The patient remained stable throughout the procedure. A topical ointment was used to treat the burn area. The patient is reported as doing fine. Note: the director of nursing, at the user facility, states that there is no evidence of a mal-function of the endotracheal tube.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and visible burn marks were observed on the exterior of the et tube approximately 7.4cm from the distal end. The burned area measured approximately 3.9cm in length. No other defects were observed. Functional testing was performed and no leaks were detected , indicating that there are no holes in the body of the et tube. The 15mm connector was confirmed to be fully seated. The reported complaint of a flame in the patient's mouth was confirmed based upon the condition of the sample received. The returned et tube was confirmed to have burn marks on the exterior of the tubing. The et tube body was checked for any leaks or abnormalities that could have contributed to this event. No defects were detected. The end user reported that there was no evidence of a malfunction of the et tube. A DHR review could not be performed as no lot number was provided. Therefore, based upon the information provided and the condition of the sample received, it was determined that operational context caused or contributed to this event. No further action will be taken.

Event description:
The customer reports that a tonsillectomy/adenoidectomy was performed on a (B)(6) year old male. The crna was using 100% oxygen and the surgeon was using a bovi to cauterize tissue in the patient's mouth. The staff smelled anesthesia gas. A flame appeared in the patient's mouth. Water was placed in the patient's mouth. The patient suffered a small superficial burn of the right upper lip and right lateral tongue. The patient remained stable throughout the procedure. A topical ointment was used to treat the burn area. The patient is reported as doing fine. Note: the director of nursing, at the user facility, states that there is no evidence of a mal-function of the endotracheal tube.